Event description:
It was reported that pump displayed malfunction code and was not resettable, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it within specified time using provided materials, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement device.